Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient's system consisted of a boston scientific device and a competitive right ventricular (rv) lead. A red alert had been generated due to out of range pacing impedance measurements. The pacing impedance measurements were greater than 2000 ohms during manipulation. Additionally, loss of capture was noted at maximum device output. The lead produced out of range measurements when interfaced with the pacing system analyzer (psa). It was suspected that the lead fractured but this was not confirmed. A revision procedure was performed and the lead to device connection was intact and secure prior to removal of the competitive lead. This device remains actively implanted.